Event description:
It was reported that the pump was not delivering insulin as intended. Reportedly, the customer reverted to an alternate method insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.